Event description:
It was reported that during an afib ¿ paroxysmal procedure, when the physician started to fam from the lasso catheter the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time.

Manufacturer narrative:
(B)(4).